Event description:
Discrepant bun and creatinine results for approximately 250 patient samples. Only the following examples were provided: initial creatinine result 3.3 mg/dl, repeat 1.1 mg/dl; initial creatinine result 2.3 mg/dl, repeat 0.9 mg/dl; initial bun result 118 mg/dl repeat 15 mg/dl; initial bun result 125 mg/dl, repeat 11 mg/dl; initial bun result 104 mg/dl, repeat 15 mg/dl. Initial results for these 5 samples were not reported. The field service representative determined a reagent nozzle was dripping. The instrument was repaired.